Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Health professional" and "company representative" should not have been selected. This supplemental report is being submitted to provide the results of the approved legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the no image issue. The presumed cause of the malfunction was a broken image sensor unit. The defect in the charged coupled device unit may have caused the broken image sensor unit by external stress such as hitting/ dropping the distal end during handling of the device. Additionally, since corrosion of the connector was found, it was presumed that water/ humidity entered the device, causing damage to printed circuit board in the connector, leading to occurrence of the suggested event. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use precaution for disappeared or frozen endoscopic image; warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor the field performance of this device.

Event description:
The report of no image was found after an unspecified diagnostic procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope has no image; it could be the electrical connector. The issue occurred during procedure for an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.